Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that there was an overfill in the 1st and 2nd cycles of pd treatment. The overfill event was indicated due to drain 1 being 5642 ml, which is 198% of the 2850 ml fill volume and drain 2 being 4612 ml, which is 162% of the 2855 fill volume. The patient was advised to no longer use the cycler and to inform the pd nurse of the event. A new cycler was issued. The patient verified knowing how to do manual treatments in the absence of a cycler. In a follow up, the patient verified the overfill event and said there was no harm, intervention or adverse event due to the overfill. The patient was able to get a new cyclcer and was able to do manual treatments in the absence of a cycler. The cycler is available to return for analysis.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage: bezel damaged. There were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler.alve actuation test ¿ passed.system air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A patient reported that there was an overfill in the 1st and 2nd cycles of pd treatment. The overfill event was indicated due to drain 1 being 5642 ml, which is 198% of the 2850 ml fill volume and drain 2 being 4612 ml, which is 162% of the 2855 fill volume. The patient was advised to no longer use the cycler and to inform the pd nurse of the event. A new cycler was issued. The patient verified knowing how to do manual treatments in the absence of a cycler. In a follow up, the patient verified the overfill event and said there was no harm, intervention or adverse event due to the overfill. The patient was able to get a new cyclcer and was able to do manual treatments in the absence of a cycler. The cycler is available to return for analysis.